Manufacturer narrative:
One device was received in unopened original packaging. Reported catalog was verified. Lot number was verified. The device was visually inspected without the use of magnification, for a minimum of (10) seconds, at a distance of (12) to (18) inches. Results: (1) no obvious defects and (0) defect(s) found: the devices were dye leak tested which indicated that the packaging did not have a breach. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 79 complaints, regarding (B)(4), for this device family and failure mode. During this same time frame(B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 137668, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.